Event description:
It was reported that the customer was hospitalized for high blood glucose of over 700 mg/dl. It was also reported that the insulin pump alarmed motor error. It was stated that the customer did not feel well to troubleshoot the device. The father stated that it is unk if alcohol is involved. A day later, the diabetes educator called and stated that the insulin pump was uploaded and noticed that the device is set to may 3. The reports did not show any data for october. The diabetes educator also stated that the report shows recurring motor alarms and partial display. Advised the customer to discontinue use of the insulin pump and to revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.